Event description:
It was reported that during a cholecystectomy procedure, the device did not fire. A new device was opened to complete the procedure. There was no impact to the pt.

Manufacturer narrative:
(B)(4): eval summary: the analysis results found that the device was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and yoke teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.